Event description:
Reported due to leaking and occlusion of the graftmaster device. In 2005, the physician deployed a graftmaster device in a "saphenous vein graft(svg) to the left anterior descending (lad) artery" as a treatment for a leaking aneurysm in the svg. The following day, the pt presented to the hospital with hemoptysis. An "urgent" coronary angiogram was performed and the physician found "blood leakage around the distal edge of the graftmaster." A second graftmaster device was deployed to stop the leakage. Two months later, a follow-up coronary angiogram was performed and "a total occlusion was found before (the) proximal edge of first device." The physician has decided not to treat the occlusion as long as the pt remains asymptomatic. The phsician's treatment plan for the pt is to "monitor regularly." Although requested, no additional pt information was provided.